Event description:
It was reported that the customer experienced high blood glucose levels while she was in the hospital. The customer was pregnant, and had been in the hospital for two months. The highest reported blood glucose reading was 225 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.